Event description:
It was reported that a patient presented with epistaxis and was treated with rapid rhino. This did not control the epistaxis so patient was taken into theatre to attempt to stop the bleeding. This failed and the patient died from blood loss. There is no information that indicates smith and nephews device was a factor, malfunctioned, caused or contributed to the death.

Manufacturer narrative:
This is a complaint that was created from a literature review in an irish publication, the journal i.e. Printed on march 23, 2018. The article reported of an event that occurred in july 2016 to an approximately(B)(6) year old male with unknown medical history. Initially it was inferred that a rapid rhino product could have been used to treat the patient. After treatment the patient was discharged from the hospital, with the advice to follow up with his gp. The patient returned to the hospital by ambulance the next evening after collapsing and reports of continued bleeding throughout the day by his partner. The bleeding was described as ¿torrential¿. The product that was used in treatment could not be identified after several attempts nor was it returned for evaluation. Without confirmation and return of the subject device we cannot determine if there is a relationship between the product and the incident. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Based on the information, in the article and from the sales representative, this was not a failure of the rapid rhino system.